Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.25x38mm synergy drug-eluting stent was advanced but the device was unable to cross the lesion. The physician did attempt to have the device cross the lesion. However, it was noticed that the distal portion of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.